Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that patient experienced with intraocular hypertension in left eye and treated with medication. Patient symptoms were resolved.

Manufacturer narrative:
A check of the batch production record could not be performed because a valid lot number was not reported. A check of the batch production record could not be performed because a valid lot number was not reported. A check of confirmed complaints for this event, showed no complaints. The sample was not returned, therefore; testing could not be performed. There was no additional related information provided, the customers¿ reported event was not confirmed. The root cause of the reported event cannot be determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).